Event description:
It was reported that the insulin pump had an act button that was sticking and that the device had unexplained no delivery alarms occur. The blood glucose reading was unknown. The customer declined assistance and nothing was further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.